Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the device history record, instructions for use (IFU), quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned so a physical examination could not be performed. Since relevant dimensions could not be measured against specification, the device cannot be confirmed to be manufactured out of specification. Additionally, a document-based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Although inspection steps are in place related to this failure mode, additional measures have been implemented to further investigate/address this issue. The device history record (DHR) could not be reviewed due to lack of lot information from the user facility. Review of the sales records to the user facility over the past three years could not identify the lot number. The device is shipped with instruction for use (IFU) which notes: intended use: quick-core biopsy needles are intended for soft tissue biopsy. The product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for soft tissue biopsy should be employed. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no returned product and results of the investigation, a definitive cause could not be established. It is possible that the device was screwed too tightly during quality control, but this cannot be definitively confirmed. Another unknown factor may be contributing to the dtn becoming unable to be unscrewed. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Device available for evaluation: unknown. Occupation: unknown. PMA/510(k) #: k973565. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an quick-core coaxial biopsy needle set was to be used in a male patient for an unknown procedure. As reported "the inner stylet couldn't be pulled out. The user replaced another brand of device to complete this procedure." The device did not make patient contact. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.